Event description:
Health professional reported an alleged lap-band leak. The access port was removed and replaced.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has been returned by the reporter; however, the analysis of the device is currently pending. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."